Manufacturer narrative:
Three attempts to obtain additional information were unsuccessful. No additional information could be obtained. Conclusion: the enterprise stent lot 10759836 was not returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10759836. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The prowler select plus lot 17519951 was not returned for analysis. During review of manufacturing documentation it was noted that 1 unit was rejected due to the defect of tight ID, and it could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The unspecified enterprise stent was not returned for analysis. In addition, the lot number could not be obtained; therefore, a DHR review could not be performed. The events could not be confirmed without product return for analysis. Based in the minimal information provided, the root cause of the event could not be determined; however, procedural/handling factors may have contributed to the events. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 mdrs being submitted for this event, with associated reference numbers of 3008264254-2017-00113 and 1226348-2017-00128.

Event description:
As reported by a healthcare professional, during the stent assisted coil embolization, the enterprise stent (enc452212/ 10759836) could not be advanced via the prowler select plus microcatheter (606s255x/ 17519951) and another enterprise stent (catalog and lot unknown) could not deploy. They withdrew the first stent with the microcatheter and used anew stent and unspecified microcatheter, but the stent could not deploy. They exchanged the stent to complete the procedure. There was no report of patient injury. As the patient has (B)(6), the products had been discarded. Multiple attempts to obtain additional information were unsuccessful.